Event description:
A nurse reported following the intraocular lens implantation the patient had experienced blurry near and distance vision. The lens was repositioned but the patient vision was not improved. It was determined that the patient could not tolerate the multifocal lens. The lens was explanted in a secondary surgery and the clinical reason for the explant was dysphotopsia. There was no harm to the patient. The viscoelastic that was used was out of the refrigeration for approximately 90minutes and 0.2-0.3ml was used.

Manufacturer narrative:
The lens was returned adhered to a white paper. Solution was dried on the lens. The lens was cut into multiple pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided the clinical reason for explant was ¿dysphotopsia, intolerant of multifocal¿. The multifocal 21.0 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company monofocal iol (li6ia0 20.0d). Due to the exchange of a multifocal lens to a monofocal lens may have been an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).